Event description:
Customer reported a malfunction alarm with code malf 0 due to a software error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, and no further issues occurred after the reset. The customer was advised to continue using the pump and to call back if the malfunction recurs, which they understood.